Event description:
It was reported that a malfunction alarm occurred with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support, successfully reset the pump, and there was no recurrence of the malfunction after the reset. The customer understood and was advised they could continue using the pump.